Event description:
Livanova deutschland received a report of unstable air+o2 flow at low flow. There is no report of any patient injury.

Manufacturer narrative:
D.4. The serial number is unknown. Therefore, UDI is unknown. Information will be provided in a supplemental report if made available. E1: initial reporter is pending. H.4. The serial number is unknown. Therefore, manufacturing date is unknown. Information will be provided in a supplemental report if made available. H11: livanova deutschland manufactures the electronic gas blender. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
D.4 the sn has been provided and is (B)(6), item 25-40-45 - electronic gas blender 10 l/min. The UDI is (B)(4) and h.4 the manufacturing date is 2025-02-13. Relevant fields have been updated. The customer is using the device for four months. According to the information provided, the customer is experiencing this issue typically during pediatric cases, where the sweep is about 0.5 lpm. Since the egb is a 10l, the flows set by the user were outside the operating range described in the instruction for use. The device did not malfunction and is working as per specifications. The reported event was solely caused by user error, with no other performance issue and no death or serious injury occurred. Therefore, the event is re-assessed as not reportable.

Event description:
See initial report.